Manufacturer narrative:
Scp was performed on the ankle in conjunction with brostrom procedure. Sometime after surgery it was reported that the patient had bone death in the treated area. The sales representative who attended the case did not answer follow-up attempts for additional information. Through the regional sales director, it was discovered that the surgeon had consulted with a clinical adviser where x-ray images were reviewed, and it was discussed the patient condition could possibly be a result of compromised blood supply in the bone possibly due to over-injection of material in the talus. No further information was available. The complaint could be due to over-injection of material to the talus but without access to x-ray images and additional follow-up information we were not able to determine the exact cause or nature of the complaint. The product was not returned for the investigation, as it remains implanted in the patient. The DHR was unable to be reviewed, as the lot number for the device related to the event was unable to be confirmed. Per the instructions for use, do not overfill the defect site. Over-pressurizing the device may lead to extrusion beyond the site of intended application and damage to surrounding tissues.

Event description:
Bone death since scp.

Manufacturer narrative:
On (B)(4) 2019, zimmer knee creations was notified by a company representative that a surgeon had reported bone death, or necrosis, since performing the initial subchondroplasty procedure. The event date and device and facility information are unknown. The event date was estimated to approximately one year ago. The device will not be returned for the investigation, as it remains implanted. Radiograph images and additional information were requested from the complainant. Once additional information is received, a supplemental report will be submitted.

Event description:
Bone death since scp.